Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a fall and heart rate was dropping significantly and the regulator does seem to be kicking in. Patient advocate is concerned that the device is not working properly. Patient had a magnetic resonance imaging and patient does not know if it was compatible. This device remains in service. No adverse patient effects were reported.